Manufacturer narrative:
(B)(4). Results: severely calcified iliac arteries, kink. Conclusion: severely calcified iliac arteries.

Event description:
A talent stent graft system was inserted a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Aneurysm morphology was not reported. The iliac arteries were severly calcified. It was reported that the delivery system kinked during insertion due to the iliac artery calcification. It was noted that this formed a blockage and when the surgeon tried to go any further, the delivery system kinked. As a result, the stent graft could not be used and the procedure was aborted. No clinical sequelae were reported. The device was not returned for evaluation. Please note that this model number (B)(4) is not approved in the united states; however, it is similar to the (B)(4) which is approved in the united states.